Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that orange rubber seating ring came off when setting up for the case. The ring was not attached to the metal when the instrument was in the tray. Orange ring could have fallen off when it was washed and put back up to be sterilized and was overlooked. There was no delay in surgery time. No issue in the case and they used a hospital patella clamp.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.